Event description:
It was reported, a physician was attempting to deploy a 2.75mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient where it was reported that the stent slipped over the delivery system during the delivery attempt. No patient injury or clinical sequelae were reported. Device evaluation: the delivery system was returned for evaluation. The stent was not returned. Crimp impressions were visible along the balloon. Cine image review: the cine images show a tortuous lesion in a side branch of the lcx. There appears to be a previously deployed stent proximal to the target lesion. Poba is performed on the lesion. A stent can be seen in the vessel although it does not advance beyond the previously deployed stent. This stent is then retracted into the guide catheter. There are no images of the stent dislodgement.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - stent embolization (dislodgement). Related to operational context (root cause of the dislodgement is most likely procedural related); deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion). Operational context contributed to event (root cause of the dislodgement is most likely procedural related). Known inherent risk of procedure (stent dislodgment). (B)(4).